Event description:
Encode healing abutment was reported stripped. The restorative dr. Was unable to remove the healing abutment during the patient's appointment. He tried to remove several different ways and was un successful. The patient then went back to the oral surgeon who tried to remove it and wasn't initially successful. The oral surgeon attempted to use a slotted driver and the tip of the driver broke off. The patient was given conscious sedation and the oral surgeon was able to remove the healing abutment by cutting the abutment off.

Manufacturer narrative:
Investigation results: the healing abutment and screw were received and reviewed by product development. Both had been significantly modified with what appears to be marking left behind from a dental burr. The top half of the healing abutment and most of the screw head were missing and had been ground away. None of the hex or slot feature remained so no inspection or analysis of these features was possible. Pd was able to confirm the screw thread was in specification, inspected with a go/no go thread ring. Pd also mated the abutment and screw to an implant with no resistance indicating a passive type fit but with no hex or drive mechanism we were not able to fully seat or torque. Pd performed a lab test on a ieha454 (effect of torque repetition on ieha454) healing abutment and a rash3n driver that was requested from finished goods. (B)(4). Protocol torque for healing abutments is (B)(4) and should be confirmed with a ltirw-low torque indicating ratchet wrench. The lab test confirmed our ability to seat and remove this one time use device (B)(4) times and still exhibit a failure torque of (B)(4) after those (B)(4) placements.

Manufacturer narrative:
Product has not been received. However, a photographs showing the subject (B)(4) before and after it was cut apart have been received. The DHR was reviewed for the subject product and it shows that all specifications were met. Observation of the abutment before cutting shows significant damage in the hex. The hex in the screw can become stripped due to various reasons including: use of an incorrect driver, use of a damaged or worn driver, applying more than the recommended torque, etc. One or more of these reasons are the most likely explaination for the hex becoming stripped.